Event description:
The user facility reported a patient in postcardiotomy cardiogenic shock was implanted with an impella 5.5 escalation from impella cp and experienced access site bleeding. During impella 5.5 pump insertion, an artery was lacerated during the axillary cutdown. This led to some bleeding issues that had to be resolved prior to continuing the cutdown to the axillary artery. After the graft was sewed onto the right axillary artery, there was leaking noted around the 23 french introducer. There was some significant blood loss before the graft clamps were reseated over the introducer. However, the bleeding was resolved. The patient received three units of packed red blood cell and one unit of platelets. The patient was converted from venous-venous (vv)/venous-arterial (va) extra-corporeal membrane oxygenation (ECMO) to vv ECMO and on full impella 5.5 pump support when returning to the intensive care unit. Following it was reported that overnight the patient's kidney function deteriorated, and the decision was made to withdraw care. Per medical safety office review, there is not enough information to associated the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, the graft clamps were reseated over the introducer and the bleeding was resolved as per the clinical description. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states) states: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)".